Manufacturer narrative:
H11: the unit is installed since 2019 and a review of the complaint database did not reveal further similar reported issue related to this heater cooler. Based on all the collected information, the root cause of the reported event was traced back to a defective magnetic coil.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). A livanova field service representative was dispatched to the facility to investigate the device. To solved the issue, service replaced the magnetic coil. Presently the device is working and is under observation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the magnetic coil of a heater-cooler system 3t is stuck and is creating abnormal sound during priming. There was no patient involvement.